Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned products noted the circular seals, trocars and envelope seals appeared intact. The obturator was not received. A stryker was also received. Pmv performed functional testing; the devices passed an air leak test. An ethicon device and a stryker were used to test for resistance by inserting and removing into the cannulas. No resistance was noted. The cannulas tip was checked with a 233 pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy, while accessing the trocar, the irrigation shaft got stuck in the trocar. They freed the irrigator and placed lube on it to continue the case. There was no patient harm.